Manufacturer narrative:
Complaint of overheating and noisy motor was confirmed. Cause of overheating is a corroded motor/gearbox. The motor/gearbox was removed from the housing. The gearbox was removed from motor. A brown liquid came from inside of motor after the gearbox was removed. The motor/gearbox assembly and the inside of the housing are extremely corroded. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to motor/gearbox corrosion include cleaning and sterilization methods and the chemicals involved.

Event description:
It was reported the device was hot to the touch and made a loud noise.